Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Customer¿s blood glucose level was 171-180 mg/dl.